Manufacturer narrative:
UDI related data quality updates only. Corrected information for supplemental medwatch report 001. Section d4, model#, of the initial medwatch report stated: prt-00900-100. Section d4, model#, of the initial medwatch report should have stated: v+c+pro, japanese. Section d4, UDI#, of the initial medwatch report stated: (B)(4). Section d4, UDI#, of the initial medwatch report should have stated: (B)(4).

Manufacturer narrative:
H6: the authorized service provider (asp) reached out to ventec and requested that the return authorization be cancelled. The asp did not provide any additional information about the device, or state whether or not the reported issue had been resolved by the asp. The device was not returned to ventec for evaluation. The cause of the reported issue could not be determined.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the ventilator measured lower peep (positive end expiratory pressure) than set. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.